Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. This is one of two follow-up submissions for the same patient event. The other is 1220246-2017-00051f1 ((B)(4)). The evaluation revealed that the 2-0 fiberwire® was broken-off. The first and second implants were not returned for evaluation. Complainant's event is typically caused from excessive insertion force being applied during the operation of the device and/or not allowing the trailing suture to remain free and unobstructed during implant insertion or the user not following the deployment sequence as stated in the surgical technique guides. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two meniscal cinches (ar-4500) were used for a knee arthroscopy meniscal cinch repair procedure. During the procedure, using the first cinch ((B)(4)), the first implant was deployed properly and inserted into the meniscus. The second implant fell off the needle before being advanced into the meniscus. The first implant and suture, along with the second implant were retrieved from the patient. The second cinch ((B)(4)) was then used. The first implant broke and pulled out from the patient before the second was implanted. These implants and suture were removed from the patient as well. The surgeon had to make an extra incision and completed the repair using another manufacturer's meniscal needles.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions for the same patient event. The other is 1220246-2017-00051 ((B)(4)). The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. If the device is returned and additional information is obtained, a follow-up report will be submitted. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that two meniscal cinches (ar-4500) were used for a knee arthroscopy meniscal cinch repair procedure. During the procedure, using the first cinch ((B)(4)), the first implant was deployed properly and inserted into the meniscus. The second implant fell off the needle before being advanced into the meniscus. The first implant and suture, along with the second implant were retrieved from the patient. The second cinch ((B)(4)) was then used. The first implant broke and pulled out from the patient before the second was implanted. These implants and suture were removed from the patient as well. The surgeon had to make an extra incision and completed the repair using another manufacturer's meniscal needles.